Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to basline ECG during fitting) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged driven ground wire. The driven ground wire was broken from the te3 pad on the distribution node (dn) pca. The root cause for the broken wire could not be positively identified. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete an ECG baseline during a patient fitting.